Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Nurse stated that the customer's blood glucose reading was 640 mg/dl at the time of admission. Caller stated that the customer's blood glucose dropped to 13 mg/dl while in the hospital. Caller stated that a diabetes educator increased the basal rated in the customer's insulin pump and the customer was found unconscious on the floor due to low blood glucose. Nothing further was reported.